Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided.